Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box and alarm history shows multiple alarms. Confirmed the pump alarmed upon the first ¿rewind¿ attempt. A flash chip language corruption was found, and when the chip was replaced and reprogrammed; the pump was able to power up and to exercise with no further alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue: this complaint is being reported because the reported issue was not resolved with troubleshooting and the reporter was unable to clear the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.